Manufacturer narrative:
Device evaluation summary device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (constant alarming) was confirmed. As received, the belt failed incoming testing. Upon evaluation, there was an open wire connecting the distribution node (dn) and front therapy electrode (te) between ECG electrode a and b. The cause of the constant alarming is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was constantly producing 'gong' alarms prompting 'adjust belt' and 'checkte'.